Event description:
The patient was undergoing a coil embolization procedure using a ruby coil and a neuron max 6f 088. During the procedure, the ruby coil and neuron max 6f 088 became kinked. They were removed and the procedure continued using new devices. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the neuron max 088 was kinked approximately 8.5 cm from the distal tip. The ruby coil pusher assembly was fractured approximately 58.5 cm and kinked approximately 55.5 cm from the proximal end. The proximal pet lock on the proximal end of the pusher assembly was still intact. Conclusion: the complaint has been evaluated. The complaint indicates that the neuron max 088 and ruby coil were kinked during the procedure. Evaluation of the returned products confirmed that the neuron max 088 was kinked and the ruby coil pusher assembly was kinked and fractured. It appears that during use, the catheter and coil were kinked due to improper handling. No other information about the case could be provided by the hospital. The coil detachment was likely due to the fracture in the coil pusher assembly which was not described in the complaint. The ruby coils are 100% functionally tested during in-process inspection and the neuron max 088 catheters are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00743.